Event description:
Subsequent to filing of the initial medwatch report, medwatch 3900420000-2020-8008 was received. Event description: "attempting to close radio frequency ablation (rfa) with perclose and the footplate became stuck, attempted to manually remove perclose without success. Patient went to or to have cutdown to remove perclose." Additional information received from facility reporter. The footplate would not close. There was no damage to the artery. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the proglide plunger was removed¿ was confirmed. The foot retraction issue was not confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve replacement procedure. Reportedly, no suture was present when the proglide plunger was removed. The device could not be removed from the patient anatomy. The patient was given additional medication and taken to surgery for device removal. There was no tissue damage to the artery. A cutdown was performed to remove the device and hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the surgery to remove the device. No additional information was provided.